Event description:
It was reported that the 9800 system cut the image off. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The beam, camera, and collimator were aligned during the svc call. The system was tested and found to be working as intended and put back into svc.